Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a bag angle and a weak air supply. The device was inspected prior to use, and the issue was found during a diagnostic procedure which was completed with the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed, there were no air supply issues; however, water tightness was lost due to damage on the up and down knob, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the play of the up and down knob were out of the standard value due to wear of the angle wire. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair, there was no delay in the start of pre cleaning, the customer flushed the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, the air / water nozzle was wiped and brushed with clean lint-free clothes / brushes / sponges, and the air / water nozzle was flushed with the detergent solution. Additional findings include the following: the adhesive on the bending section cover had a chip / white-clouded area, the water removal ability did not meet the standard value due to the clogging of the nozzle, the forceps could not be inserted smoothly due to a dent on the channel tube, the scope connector was deformed, switch 1 had a scratch, the air / water cylinder had corrosion, the protector of the universal cord on the control section had a scratch, the adhesive around the objective lens had a white-clouded area, and the connecting tube had a dent / scratch / buckling / a wrinkle. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation and with the obtained information, it could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.